Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.   As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had a impella cp placed for support of a patient admitted with cardiomyopathy, heart failure, and shortness of breath. The access site had an ooze that was remedied by the placement of extra suture, red blood cells infusion and albumin. Two days later, the site continued bleeding and the decision was to explant the impella to minimize risk. The patient remained stable and the procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation for the access site bleed has been completed. The returned product was visually inspected and no abnormalities were found. The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical details provided.